Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in service in the past. Visual and functional tests were performed. The customer¿s problem was not confirmed as the flow rate was within tolerance. The root cause of the issue could not be determined therefore no further actions were taken. The device will be submitted for functional and delivery testing.

Event description:
It was reported that the flow rate was not within tolerance. There was unknown reported patient involvement.